Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of system error was not determined. The reported issue that there was system error could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the staff has seen an increase in system errors whenever they are moving a patient with pump or any type of jarring of the device while travelling with the patient. The staff had to turn off the pump and restore for the system error to go away. The issue has caused infusions to stop and the device need to be restarted and restored. It was noted that this has caused major interruption of critical drips in the cardiovascular intensive care unit. There was patient involvement. Patient impact is unknown.